Event description:
It was reported that the "pump buttons" were delayed in responding to touch, although the customer did not specify if they were referring to the wake button on the pump or the pump touchscreen buttons. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.